Event description:
The account generated a discrepant axsym b-hcg result of 1700 iu/ml on a patient. The patient's womb is empty. There was no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.